Event description:
It was reported that the patient required medical intervention hypoglycemia and having a seizure. The patient's blood glucose levels dropped to 37 mg/dl while wearing the pod between 24 and 36 hours. Paramedics were called and came to patient's aid; the pod was removed and patient was treated with dextrose gel.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.